Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the harvester found that the dissection tip fractured at the proximal end. The stress fracture ran the circumflex of the base of the tip. No piece fell of into the pt. The procedure had already been completed so no replacement was used. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).